Manufacturer narrative:
The pump was returned assembled with the driveline severed approximately 1 inch from the pump housing and the distal portion of the driveline was not returned. The sealed inflow conduit, the sealed outflow graft, and the sealed outflow graft bend relief were not returned. Examination of the pump blood-contacting surface found a denatured ring of tissue-like thrombus adhered to the inlet bearing and bearing cup. The tissue showed laminated layering, indicating that the thrombus was formed over an undetermined period of time while the pump was supporting the patient. In addition, examination of the body of the rotor revealed a non-laminated deposition at the distal end of the rotor. The lack of lamination and structure indicated that the deposition did not originate there. Although a root cause for the development of the depositions could not conclusively be determined through this evaluation, they could have contributed to the patient's elevated lactate dehydrogenase (ldh). Thrombus formation is complex and multi-factorial in nature and not necessarily related to a single physiological or device-related factor. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Hemolysis and thrombus are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced previous pump exchange due to thrombus was reported under med watch MFR report:# 2916596-2017-01888. (B)(4). Approximate age of device - 82 days. The exchanged pump was received for investigation. The evaluation is not yet completed. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported by the customer that the patient was admitted on (B)(6) 2017 with increased lactate dehydrogenase (ldh) level of 514 u/l and was started on heparin infusion. A pump study was negative at that time and the patient was discharged on (B)(6) 2017 with ldh level of 687 u/l. On (B)(6) 2017, during follow up appointment in the clinic , it was revealed that the ldh level increased to 893 u/l. The patient was readmitted and placed on heparin infusion. On (B)(6) 2017, the pump was exchanged. No other information was provided.